Manufacturer narrative:
The reported event was unconfirmed. Visual inspection of the sample noted one inflation device and inflator tray was returned in its tray, inside a plastic zip lock bag. The device exhibits the cts mark indicating 100 percent functional verification at the time of manufacture, and the gauge was in the zero box upon arrival. Functional testing per wi arb cd 0835 was attempted: the device was connected to the pressure indicator, and the plunger was pulled outwards to fill the device with distilled water to aspirate it. While aspirating the device was attempted, water began seeping out from the glue plug/clamp area. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the balloon dilation catheter balloon was opened and found to be damaged, with the pressure pump leaking. They replaced with a new balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the balloon dilation catheter balloon was opened and found to be damaged, with the pressure pump leaking. They replaced with a new balloon.